Manufacturer narrative:
Evaluation summary: the customer indicated the use of a cartridge and a handpiece. Without the diopter of the lens it cannot be determined if this is a qualified combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a scratch was confirmed around the diffraction area of the iol optic after implanting it in a patient's eye. The surgery was completed without replacement of the iol. Additional information was provided by the physician, who reported that the patient developed many cells postoperative inflammation was more than usual. According to the physician, it was a difficult case and time consuming surgery, there is no causal relationship with the scratch of the iol.